Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in a mildly tortuous and moderately calcified left forearm. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at a pressure of 6atm at the 2nd inflation the device was then simply removed from the patient's body. The procedure was completed with another of the same model. No complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 6mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10atm. No issues were noted with the tip section of the device. No issue was noted with the markerbands. There were no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in a mildly tortuous and moderately calcified left forearm. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at a pressure of 6atm at the 2nd inflation the device was then simply removed from the patient's body. The procedure was completed with another of the same model. No complications were reported and the patient's condition was good.